Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: customer quality investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon inspecting the images provided, a crack was observed around the saw blade of the device, but the blade was not broken. However, the root cause for the crack cannot be determined based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part: 03.000.394, lot: ma2010, manufacturing site: (B)(4), release to warehouse date: oct 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the blade was break. There was no adverse event reported. The reason of break was unknown, and it was unknown if there was any procedure involved. The patient condition was unknown. This complaint involves one (1) device. This report is for (1) crescentic saw blade 24mm radius/45mm x 0.6mm. This report is 1 of 1 for (B)(4).